Event description:
The manufacturer received information alleging that a trilogy evo o2 ventilator, japan displayed a ventilator service required alarm when the device was retrieved from the customer and powered on at the sales office in preparation for periodic maintenance. No patient harm or injury was reported in association with this event. The device was not reported to be in patient use at the time the issue was identified. The device has not returned to the manufacturer for evaluation; however, a preliminary review of the device log identified an evt_supercap_failed error, indicating a potential issue with the supercap or the associated charging circuitry. This information initiated the complaint investigation. The manufacturer's investigation remains ongoing. At this time, the root cause of the reported issue has not been determined. If additional information becomes available, a supplemental rep.